Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noticed that the trailing haptic/half of the lens was stuck in the injector. Surgeon managed to inject the same lens with a second instrument support. Additional information has been requested, received and stated there was no patient harm.